Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. No serial number/lot number was reported, therefore, a device history record (DHR) review was unable to be completed. The lot number at this account is unable to be retrieved at this time. If the serial number/lot number information is available at a later date, the complaint will be updated accordingly. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was place into the patient and it was noted that the iab had developed a "blood back in drive line". This occurred after the patient had been transferred to the cardiothoracic intensive care unit (cticu). As a result, the iab was removed by the doctor and discontinued therapy with no reported detrimental effect on the patient. There was a report of delay in therapy. There was no report of patient complication or serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was place into the patient and it was noted that the iab had developed a "blood back in drive line". This occurred after the patient had been transferred to the cardiothoracic intensive care unit (cticu). As a result, the iab was removed by the doctor and discontinued therapy with no reported detrimental effect on the patient. There was a report of delay in therapy. There was no report of patient complication or serious injury or death.